Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled dso seal, and the battery compartment latch was damaged. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of ripped and bubbled downstream occlusion (dso) seal and damaged battery compartment latch. There was no relevant service history or event history. Visual/functional testing was performed. The complaint was confirmed with visual inspection. Replaced downstream occlusion (dso) seal and battery compartment. Replaced motor as preventative maintenance. Device passed all testing post repair.